Event description:
This is another case for this patient who developed another peri prosthetic fracture. Patient was doing well with physical therapy using a walker at home as needed. He returned to md office 2 months post-surgery with complaints of pain at right hip area. X-ray completed in office and reveals a fracture of the plate and revision surgery was scheduled 4 days later. During this or procedure, the femoral component of the original surgery was replaced with a new smith and nephew fracture plate implanted and would cultures were done. Wound culture were negative. Device information: synthes plate (noted in emr as "plate fem prox ss lcp" 4.5mm 10h 283mm lgth rt).

Event description:
This is another case for this patient who developed another peri prosthetic fracture. Patient was doing well with physical therapy using a walker at home as needed. He returned to md office 2 months post-surgery with complaints of pain at right hip area. X-ray completed in office and reveals a fracture of the plate and revision surgery was scheduled 4 days later. During this or procedure, the femoral component of the original surgery was replaced with a new smith and nephew fracture plate implanted and would cultures were done. Wound culture were negative. Device information synthes plate (noted in emr as "plate fem prox ss lcp" 4.5mm 10h 283mm lgth rt).